Manufacturer narrative:
N/a.

Event description:
It was reported that during a surgical procedure in (B)(6) 2025, a needle electrode was placed in the abductor hallucis (ah) muscle of the foot. Upon removal, the needle was observed to be broken. The retained fragment was immediately identified and successfully retrieved. No additional medical intervention or patient care was required, and no patient injury was reported. The specific part number and lot number used during the procedure were not available. However, the reporter identified two potential rhythmlink part numbers, rlsnd123-2.5 and rlsnd124-2.5, and two possible lot numbers, pm00035941 and pm00037915.